Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station keeps rebooting. A technical support specialist remoted into the device; no issue were found. The customer was advised to close the case and they would open another if the issue reoccurred. The case was closed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station keeps rebooting .the customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event